Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed by analysts. The unit was being run in mu mode and the dso output was reading 130 mv with or without pressure applied. The dso sensor was determined to be faulty and the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump reads "cassette is not properly attached" when the cassette is actually attached properly. There were no adverse events reported.